Event description:
The reporter stated that the device was implanted in 2007 during a left radial extremity exploration and repair. The device that was implanted had an expiration date of may 31, 2007. The device was not removed. The reporter has not responded to requests for additional clinical details.

Manufacturer narrative:
The device involved in the reported incident is not available for return for evaluation. An investigation has been initiated based upon the reported information.